Event description:
The customer reported to customer service on (B)(6) 2012 that the power supply for her breast pump would not power on her device. She had tried other outlets and was using a friends power supply to use her pump. The product was returned on (B)(6) 2012 and a cracked open transformer housing was identified.

Manufacturer narrative:
In follow up with the customer, she indicated that there was no sparking, fire, flame, or injury. She did indicate that she plugged the adapter into an extension cord and did not always unplug it after every use. A product eval revealed that the transformer housing was broken, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Medela acknowledges that this report is being submitted late. Medela is committed to creating an effective complaint handling process to assume complaints are processed in a timely manner and evaluated for part 803 reporting. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at .0 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at .76ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which indicates that the thermal fuse did not blow. See scanned page.